Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 300670515-2018-02285. Reference MFR. Report#: 1627487-2018-08728. Reference MFR. Report#: 1627487-2018-08729. It was reported the patient is experiencing numbness in the feet. As such, the patient will consult with a physician regarding surgical intervention as the next course of action.

Event description:
Device 2 of 4. Reference MFR report#s ,3006705815-2018-02285, 1627487-2018-08728, 1627487-2018-08729. Additional information received identified that surgical intervention was undertaken wherein the percutaneous scs leads were explanted and replaced with penta lead on (B)(6) 2018. Reportedly, therapy was restored post-operatively.